Event description:
Pt anticipated in a (B)(6) study of 1 or 2 consecutive level fusions between l2 and s1 using either autograft alone or dbx demineralized bone matrix putty with autograft. All pts received posterior fixation with either uss or click'x systems. Preoperative diagnosis was spondylolisthesis, degenerative. Pt was implanted with click-x for supplemental fixation. Pt had been experiencing pain for 36 months. Surgery date was (B)(6) 2002 and postoperatively pt experienced dural tear, and no info was given for treatment. This is complaint 2 of 14. This complaint is on the curved rod.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the info is unk, unavailable or unchanged. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info regarding.... No sample was returned for eval. The lot number is unk therefore, a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.